Event description:
Boston scientific received information that at a follow up, it was noted that the pacing thresholds had risen on this right ventricular (rv) lead since the implant. Intermittent loss of capture was noted but due to the patient's underlying rhythm, no asystole was reported. It was noted that the patient had fallen and a possible rv lead dislodgment was suspected. A revision procedure took place and the rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.